Manufacturer narrative:
The pump was returned for analysis. Pump analysis found no anomaly with the device. The catheter was returned for analysis. Catheter analysis found no significant anomaly. There was dried drug, blood or foreign material occlusion. (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8709sc lot# n188117016 implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 700 mcg/day) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On (B)(6) 2017 it was reported that on refill last week, the physician expected to get back 5cc but got back 15cc. The patient did not have any signs of baclofen underdose or withdrawal. There was no environmental, external, or patient factors that may have led or contributed to the issue. The pump logs were checked and no issues were noted. The patient was taken to surgery and no flow was noted in any segment of the catheter. Both the pump and catheter were replaced. The issue was resolved. Then new pump was filled with a 2000 mcg/ml concentration and restarted at 100 mcg/day with the assumption that patient had not been getting any baclofen for at least some period of time. The patient¿s status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.